Event description:
It was reported that the device exploded during the procedure. This led to the patients blood pressure not being able to be checked at the beginning of the examination. A different transducer was used to be able to monitor the patient and get them hemodynamically stable. No harm to the patient came from this event.

Manufacturer narrative:
D4: expiration date and h4: manufacture date are unknown, invalid lot number provided by the customer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other text: additional information is provided in d.10., h.2., h.3., and h.6. One (1) sample was received for evaluation without its original packaging, inside a plastic bag in decontaminated conditions. During the visual inspection it is observed unit received with diaphragm ruptured and most of the dialectric gel missing from the transducer. The number 9 is written on the back of the transducer. The complaint is confirmed. Manual electrical continuity tested on unit and met input and output specifications. Due to age unable to determine amount of use prior to diaphragm failure. Possible cause was diaphragm was damaged by insertion of the mating transducer cartridge. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).